Event description:
A customer reported that the footswitch was not supported by the system. Additional info provided indicated by moving the footswitch cable, the surgeon was able to complete the procedure. There was no harm to the patient. There are no samples for return.

Manufacturer narrative:
A site visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).